Event description:
Case description: analysis results: product: novofine g30, 8mm lot no.:04j07r no sample returned for testing. Batch history from final qc-release examined. Visual examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Follow-up information received in 2005. Since last submission of this case the following information has been updated: a: yes. Novo nordisk has attempted to acquire the device for evaluation. Two letters requesting the return of the device for testing have been sent, but the device has not been returned to the co as of yet.

Event description:
Needle broke off in abdomen [medical device complication]. Case description: this spontaneous report, reported by a consumer, received from the united states and reported as "needle broke off in abdomen" concerns a pt treated with a novofine 30 (disposable needle) from 2004 to present for type ii diabetes mellitus. They have no relevant medical history. In 2005, while using a novofine 30 with novolog flexpen (insulin aspart), the needle broke off in the patient's abdomen as they were removing the needle from the skin after injection. They called their physician who told pt that if they were unable to pull the needle out with a pair of tweezer's they should proceed to the emergency room (ER). That same day the pt's spouse drove pt to the ER where an abdominal x-ray was performed and revealed the needle was in the left lower quadrant of their abdomen. They were given intravenous fluids (type and amount unknown) and levoquin (levofloxacin) (dose unknown) intravenously before proceeding to outpatient radiology for removal of the needle by a fluoroscopy-guided device. The procedure, which was performed by a surgeon under local anesthesia, took four to five hours and was completed at approximately 1:00 am the following day. The pt reported that their abdominal incision, which was approximately one and one half inches in length, was flushed out after the procedure and that it was closed with approximately five sutures. The physician discharged pt one hour later on oral levoquin 750 mg once daily for ten days as pt's white blood cell count was 20,000. It is unknown what, if any other, diagnostic tests were performed and what the results were. The pt stated that discharge instructions included keeping the incision covered with gauze and to apply neosporin (bacitracin) cream topically daily starting on the following day. They noted that the sutures are to be removed 5 days later. The pt reported that they use a new disposable needle for each injection, which is removed immediately afterward. The patient indicated that they had no problems with the novolog flexpen at the time of the event.